Event description:
Event description guidant received information that this transvenous defibrillation lead became dislodged approximately three weeks post implant. The physician attempted to reposition the lead, but the extendable/retractable helix mechanism would not function. The physician elected to remove this lead, and implanted a similar lead without reported complication. The explanted lead was discarded following this procedure. To date, there have been no reported patient symptoms associated with this clinical observation.